Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2022. Blood glucose reading was more than 490 mg/dl. The customer alleged possible under delivery anomaly. Customer stated they received continuous no delivery alarm. No further patient complications were reported. Customer will continue use of the device.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. Possible under delivery anomaly not confirmed. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No delivery alarm not confirmed during testing. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads, scratched reservoir tube window, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in (B)(6) 2022 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date (B)(6) 2022 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date (B)(6) 2022 in the pump history file due to no data available. Unable to verify no delivery alarm on the event date (B)(6) 2022 in the pump history file due to no data available. However, the no delivery alarm functions properly during the basic occlusion test and occlusion test. No delivery alarm not confirmed during testing. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. No delivery alarm not confirmed during testing. A47 alarm confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.